Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093, lot# unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the implantable neurostimulator (ins) and lead were replaced because of a loss of efficiency. The loss of efficiency appeared just after the digestive surgery done on (B)(6) 2017. During the surgery, an electric knife was used. The physician strongly thought the utilization of the electric knife damaged the ins and the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported that the event was not related to procedure per the investigator. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3093, lot# unknown, implanted: (B)(6) 2010, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that the onset of the event was (B)(6) 2017. There was a return of incontinence and nocturia due to digestive surgery for cholecystis on (B)(6) 2017. Reprogramming was done on (B)(6) 2017. There was a report that it was serious where the device and lead were changed on (B)(6) 2017. The event resolved on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider of a clinical study via a manufacturer representative reporting that the impedance test was good (1,500ohms). The patient felt the stimulation but had no effect on the urinary leaks. The health care provider concluded that this might be possible failure of the ins. Etiology was related to the ins, but not related to the lead or stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported via a manufacturing representative that there was a return of incontinence and nocturia on (B)(6) 2017 due to digestive surgery for cholecystitis on (B)(6) 2017. Reprogramming was performed on (B)(6) 2017 and event was ongoing. The event was assessed as not serious, related to the procedure, and not related to the device. Medical history included idiopathic functional pelvic pain since 2003.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.